Event description:
It was reported that during intra-op , the shaver started shaking and the handpiece became hot however when tested prior to use was working fine. The procedure was completed with the reported product(s). There was no patient injury. Handpiece was working with fine with quadcut. Handpiece overheated after 1 minute and the user used quadcut first for a while and it started overheating when moved to the rad 60. The device was running at 5000rpm. The device was being run at oscillating mode and irrigation mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.